Manufacturer narrative:
D10 concomitant product: egiauxl endogia ultra univ xl stapler (lot#: p5d1200) sig45ctavm,tri 2.0 sig45ctavm 45 CT vsclr med 12mm (lot#: n4j1928y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an ivor lewis procedure, while removing the esophagus and stomach specimen from the conduit, the second firing of the manual handle with a purple reload was placed on the last part of the stomach to complete the conduit and transect the specimen. The reload was articulated, but when the surgeon started firing, the reload straightened. The surgeon continued firing without further issues. No intervention was required. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired. The clamping mechanism was deformed. The reload pushers were flush with the cartridge. The reload had damage to the cutting edge of the knife blade. Functional testing noted that the reload was loaded into a representative instrument. The reload was articulated fully in both directions during functional testing. The interlock was overridden. The reload was cycled without hesitation or binding and was applied to test media. Test media was pushed as the knife blade advanced. The reload interlock was tested and found to function properly. The reload was checked for damage to the knife. It was reported that articulating or straightening occurred during firing. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: knife blade damage and a deformed clamping mechanism. The product analysis noted evidence that the device was not used as intended. These issues may occur under the following conditions: application over tissue that was beyond the recommended thickness range or application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.